Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned. The inability to remove the lock line was confirmed during the returned device analysis due to an identified bond failure, as a gap was observed between the delivery catheter (dc) shaft and the block bonding. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported for mechanical jam from this lot. All available information was investigated, and the reported inability to remove the lock line appears to be due to the observed gap between the dc shaft and the block bonding which is a potential product quality issue; therefore, this issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 2983 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. During the deployment of the clip, the lock line was unable to be removed. The clip was removed and replaced. One clip was implanted reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.